Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device log noted an error code was recorded. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. After opening up the pump it was noted that the backup cap was not fastened down and instead was hanging loose with one wire not attached to the cap. The backup cap was replaced and the wire was soldered back down to the cap. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the backup cap.